Manufacturer narrative:
Technician found that the bed in ICU had no head up function due to a defective head up hydraulic valve. Replaced hydraulic valve to resolve this issue.

Event description:
Complaint alleged that the bed in ICU had no head up function. No injuries alleged.